Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during programming/ setup at the nursing department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Date received by MFR should be 10/10/2022 and not 10/12/2022 as initially reported. The device was received for evaluation. During functional testing, a system error 345 alarm was reproduced. A review of the event history log revealed ¿system error 345¿. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification upstream sensor reading. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.